Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was completely off. A field service engineer (fse)confirmed that the station would not power on and exhibited signs of a system load issue and isolating the auxiliaries from the main six-drawer chassis, after which the station powered down correctly. Through a process of elimination, the fse identified that auxiliary one, drawer 4.2, was causing the failure. Upon removing and inspecting the drawer, no visible issues were found and then replaced the drawer control board and reinstalled the drawer. After reconnecting the pixie bus cable, the station was restarted and the application launched successfully. A customer logged into the station and confirmed that all drawers were functioning, and the pockets were accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was completely shut down. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.